Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref.: # (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). According to the fse, the rotary encoder was defective and replaced. After replacement the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs have been received. Therefore, the root cause for the increased peep (positive end expiratory pressure) could not be determined. The UDI information is not available since the device was manufactured before 2015.